Event description:
Pt was admitted to surgery in 1998 for a lumbar interbody fusion procedure at l4/l5 and l5/s1 due to a herniated lumbar dic and lumbar instability. The following were implanted during the procedure: at l5/s1 -- one 17 x 20 mm bak/proximity cage, part#8001-1720-00, lot#p970163; one 17 x 20 mm bak/proxity cage, part# 8001-1720-00, lot#p970165; at l4/l5 -- one 19 x 24 mm bak/proximity cage, part# 8001-1924-00, lot#p970255; one 19 x 24 mm bak/proximity cage, part# 8001-1924-00, lot# p970213. During the placement of one of the cages at l4/5, the drill tube gave way and the reamer became entangled in the left iliac vein. This produced copious venous bleeding and the drill tube was removed. After the bleeding was controlled, the remaining cages were implanted.